Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (450 mg/dl) and correction boluses via the pump were delivered to address the bg level. The cause of the high bg was not known; however, the customer did not think it was related to the pump or supplies. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.